Event description:
The user of a b braun infusomat IV pump reported fluid leaking out of IV pump left side. The pump and set were immediately traded out and the IV pump and tubing set were tagged for biomed to inspect. There was no any adverse event to the pt. I inspected the pump and discovered that the tubing had been damaged at the place the free flow clip slides over the tubing to pinch it off. We tested the pump on the workbench draining into the container. When the damaged set was loaded and the free flow clip pushed in, the fluid would start to leak out and air would enter the tubing on the pt side. The set had no resistance since it was in a container. We remove the set from the IV pump and let the set gravity feed and you could see the fluid leaking from the tubing right where the free flow clip crimped it. I tried other tubing in the IV pump and could not duplicate the damage. The lot number of the set package had been disposed of. The pump and set are both sequestered waiting on shipping container from b braun for their inspection.